Event description:
Olympus was informed that in the middle of a diagnostic bronchoscopy procedure, the insulation at the distal end of the device became detached and fell inside the pt's lung. The device fragment was retrieved using a biopsy forceps. The intended procedure was completed using a different device. It was stated that the procedure was prolonged due to the replacement of the device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the glue around the distal end was completely detached. There were two broken pieces of glue that were returned with the device. The bending section cover glue around the insertion tube side was also cracked and lifted. There were nicks and dents observed on the distal end cover. The most probable root cause of the reported event was attributed to physical damage.